Event description:
A resident was being transferred with a medi-lift floor lift and a hygienic sling by two staffs. As they were moving the resident from bed to chair, the resident began to slip out of the sling while the staff members were pulling the resident and lift away from the bed to go to the chair. When the resident slipped out of the sling, the staff pushed the lift quickly back over the bed, but the momentum tipped the lift and the resident ended up between the bed and the radiator on the other side of the bed. The resident was taken to the emergency room, where skin tears were noticed on both knees, but no fractures were diagnosed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the manufacturer (B)(4) (registration#9681684). Upon initial inspection of the lift and sling by an arjohuntleigh representative, both devices were reported to be in good condition. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The info contained in this report is based upon the info provided to the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.